Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated from age at implant. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, the patient developed right upper extremity weakness and mental status changes while in the hospital. A head CT scan revealed subarachnoid hemorrhage, and neurology was consulted. The patient was on the anticoagulant warfarin at the time of the event. The patient had prolonged hospitalization and changes were made to the medication regimen. Care was withdrawn. The driveline was disconnected and lvad turned off. The patient expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.